Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 145 mg/dl at the time of incident. Troubleshooting found that the pump had a motion position encoder error alarm in the pump history. Further troubleshooting was declined by customer as they did not have enough time to stay on the phone. Customer will call back for further assistance.